Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received. The replacement procedure was postponed due to an issue with the right ventricular (rv) lead. The patient was sent home with a life vest pending placement of an subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently, this ICD was turned off and abandoned due to premature battery depletion. An sicd was successfully placed. No additional adverse patient effects were reported.